Manufacturer narrative:
Date of event: it is corrected from "(B)(6) 2017" to "(B)(6) 2017". Device evaluation: the lens was returned dry in a lens case/ vial with clear surgical residue/ debris on the product. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -11.0/+1.5/093 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to low vaulting. There is no plans to implant another lens in the patient's eye.